Manufacturer narrative:
Complaint details: on (B)(6) 2019, the customer at univ of connecticut health reported spontaneous shut down on the central nurse's station (cns) (pu-621ra, sn (B)(6) ). Service requested: troubleshooting. Service performed: nkts assisted in troubleshooting and collecting log files to be analyzed by the qa department. Investigation summary: qa initiated an investigation request of the complaint (irc) from the manufacturers of the unit, i.e. Nihon kohden corporation, japan on (B)(6) 2019 after collecting logs from ts. The log of the reported time was that the cns forced termination, and no other errors could be confirmed. Root cause of the issue was identified to be physical damages as well as a defective mother board and defective hard drives. Therefore, nk decided not to repair the unit and provided customer with new cns unit. Log file did not suggest any type of deviation from functionality of the device. The reported issue is not suspected to be caused by a deficiency or non-conformance of the nk device; therefore, risk assessment and patterning is not evaluated.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down. The customer will be receiving an exchanged cns device to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical product.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down. No patient harm was reported.